Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure; tissue was pushed and not properly stapled or cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. It is unclear if the stapling issue occurred 1 or 2 times. The staples were noted to be "stuffing" during the cutting of the tissue resulting in a gastric perforation. No fragments were noted to have fallen in the patient, and no additional examinations were performed post-operatively. The procedure was completed robotically with a 15-to-30-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were observed during the instrument inspection prior to use. An incident occurred during the third firing with a blue sureform 60 reload. The gastric greater curvature at the level of the ¿crow¿s foot¿ was being transected at the time of the firing. No tissue tension, fibrosis or signs of fragility were observed. The tissue was reported to be pushed during the firing process during tissue transection. No system errors were reported. No malformed or missing staples, exposed blades, or gaps were observed in the staple line. The gastric perforation was immediately visible therefore suturing and reinforcement of the staple line using a continuous overlay suture, plus hemostasis and placement of a drain along the staple line were performed. Bleeding with an estimated blood loss volume of 150cc was observed from the gastric tissue. A new sureform 60 stapler instrument was installed to complete the procedure. The patient required prolonged hospitalization as a result of this reported event. No photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 60 stapler instrument was installed on the system 5 times and fired 4 blue sureform 60 reloads. On installs 1, 2, 4 and 5, the first clamps were successful, and the firings were completed with no pauses for compression. On install 3, a blue sureform 60 reload was loaded; however, no clamping or firing was performed. There were no stapler related errors in the logs. Additional patient information: bmi of 51 and is 1.63 m tall. Note: this medwatch report (MDR) captures the second blue sureform 60 reload used in this procedure. Refer to MDR with manufacturer report #2955842-2025-40424 for MDR submission of the first blue sureform 60 reload used in this procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload was returned with a stapler that showed drivetrain friction failures in the logs, but no firing failing. The 3.5 blue sureform (sf) 60 reload was analyzed and found to have lodged staple in the knife groove. The sf 60 blue reload was found to have lodged staple in the knife canal. The deformed staple was removed from the knife track revealing a solid bio debris attached to the staple. The reload was found to have a damaged blade. The blade exhibited mechanical indentations/burrs. The sf 60 blue reload also exhibited physical damage to the reload cartridge due to lodged staples. Additional information: a sureform (sf) 60 instrument used in the procedure was returned and analyzed, and an initialization failure was observed in the logs but not replicated during in-house testing. The instrument initialized, clamped, fired, and unclamped without any issues two consecutive times with sf 60 black reload. Additional observation related to the customer reported complaint: upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the high drivetrain friction failures during initialization according to logs. The instrument was found to have a high drivetrain friction failure based on log review 3 times. During the procedure, this stapler was installed on the system 6 times and fired 3 reloads (2 green, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On the next 3 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. On install 6, the first clamp was successful, and the firing was completed with no pauses for compression.